Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The cause of the damaged latch roller is unknown. To correct the condition, the latch roller was replaced. The device was serviced and restored to a good working condition and returned to the customer. If any additional relevant information is received, a supplemental report will be submitted.

Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a damaged latch roller. This was not reported by the customer. No additional information is available.